Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a visual inspection of the pump showed that the battery compartment was cracked. Evidence of moisture corrosion/rust was found in the battery compartment. The cartridge compartment was cracked. The pump failed a leak test at the cartridge compartment and battery compartment. The pump cover was opened and moisture damage was found throughout the inside of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed damage to the battery compartment, moisture corrosion and ingress, and damage to cartridge compartment. This report is made based on results of investigation completed on (B)(4) 2015.